Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. (B)(4).

Event description:
It was reported that during an ICD implant after the left ventricle lead was implanted, while trying to remove the stylet from the lead the physician noted that the stylet was stuck inside the lead. After several attempts to remove the stylet, the lead was broken at the level of the connector. The lead was removed and a new lead was implanted. Patient is stable.